Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to an out of phase motor encoder signal. Unable to perform displacement test due to the motor error alarms. Cracked reservoir tube lip and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the hospital over the weekend and had an MRI while connected to the insulin pump. The blood glucose reading was 433mg/dl. Reviewed the alarm history and found a motor error and a no delivery alarms. Troubleshooting was declined as customer reported having an infection on his foot, which cause his glucose level to elevate. The drive support did not appear to be damaged. Advised the caller that the device would be reported and revert to back up plan. No further information was provided.